Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to these events. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on this information, a cause for the unintended movement as well as a cause for the difficult or delayed positioning with the anatomy could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Na.

Event description:
This is being filed to report the steering issues. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. The clip delivery system (cds) was advanced however when applying m knob to steer down to the ventricle, it felt like the device was not responding properly. The cds was removed and the alignment with the steerable guide catheter (sgc) was confirmed. The cds reinserted and was able to advance to the mitral valve however both leaflets were unable to be grasped. During repositioning the clip became caught in the chordae. Troubleshooting was performed and the clip was able to be freed without further issue. The cds was removed and the procedure aborted with the mr remaining at 4+. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.